Event description:
It was reported that during the attempted implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, undersensing was observed during induction testing and therapy was delayed less than 30 seconds. A rescue shock was delivered. A second attempt was performed, undersensing was again noted; however, the device began sensing t waves at approximately the time of a second rescue shock. The physician reopened the pocket to remove the system. No adverse patient effects were reported. This device has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the attempted implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, undersensing was observed during induction testing and therapy was delayed less than 30 seconds. A rescue shock was delivered. A second attempt was performed, undersensing was again noted; however, the device began sensing t waves at approximately the time of a second rescue shock. The physician reopened the pocket to remove the system. No adverse patient effects were reported. This device has been returned for analysis. This report will be updated upon completion of analysis.